Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt205 adult ventilator circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section g4: the rt205 adult ventilator circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt206 breathing circuit was returned to fisher & paykel healthcare in new zealand where it was visually inspected, and leak tested. Results: visual inspection of the returned device confirmed no damage to any part of the breathing circuit. Leak testing confirmed that the circuit was out of specification. Further investigation confirmed that the leak was coming through a bulge in the bowl of the water trap, affecting the seal between the lid and the bowl. Conclusion: the reported leak was confirmed and may have been due to misassembly, leading to the water trap bowl not fully engaging with the lid. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Manufacturer narrative:
(B)(4). Section g4: the rt205 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The subject rt205 adult ventilator circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt205 adult ventilator circuit failed the ventilator leak test prior to patient use. There was no patient involvement.